Event description:
It was reported that the lead impedance was high. Measured lead impedance was over 9999ohms in bipolar mode. A lead fracture was found at the subclavian on x-ray. The lead was originally changed to unipolar. Patient has chronic atrial fibrillation to the physician decided to stop using the lead and changed the device mode to vvi. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.